Event description:
Additional information indicated the patient's device was made by a different manufacturer.

Event description:
It was reported the patient had a thoracic hematoma after falling. The lead was located in the thoracic area and the patient was paralyzed at the time of this report. The implantable neurostimulator (ins) had been turned off after the patient was admitted. The patient was on anti-coagulants. It was unsure if the lead was surgical or percutaneous since the patient was not believed to have been implanted long. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).